Event description:
Complainant alleged that during a shift check the autopulse® platform kept displaying a "replace battery" message while in use with a fully charged battery. The station has 2 autopulse li-ion batteries and both were experiencing the same issue. Customer also reported that the platform seemed to work fine when used with a battery pack from a different station. No patient involvement was reported. No further details were provided.

Manufacturer narrative:
The battery was returned and evaluated. The reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Manufacturer narrative:
Please see the following related MFR report: 1. #3003793491-2014-00365 for autopulse li-ion battery with sn (B)(4). Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.